Manufacturer narrative:
Upon internal review, the event did not occur in february 2026. The date of event is unknown, b3 has been adjusted to the original aware date (31 january 2026) to reflect this correction.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was leaking insulin during wear, which the patient believed resulted in a hospitalization for diabetic ketoacidosis. The patient stated by email that the pod had leaked, causing illness. The patient reported a history of multiple emergency admissions since beginning use of the omnipod system and mentioned an intention to discontinue use. The date of hospital admission and the length of hospitalization is unknown. The patient did not provide most of clinical or product-related details, including symptoms and treatment received. The patient stated unwillingness to provide further details or participate in follow-up. As a result, no further information is available. If additional information is received, a supplemental report will be submitted.